Manufacturer narrative:
Date of event was reported in multiple time frames: ins flipping = got home from the hospital/implanting procedure - 2018 (implant date (B)(6) 2018); leaking returned: "probably 2 weeks ago" (2018); low programmer battery screen = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the both the healthcare professional (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had quit working for their symptoms of leakage. This started probably 2 weeks ago. The patient had got their medications changed and, since then, noticed they had been leaking. They stated that they thought the stimulation needed to be turned up. When the patient attempted to connect, they did not know where the implantable neurostimulator (ins) was located. They mentioned they were burned as a child and had scars all over so they were unsure where the ins was located. The patient was finally able to locate the ins and successfully connected after a few attempts. Poor communication was then encountered but this resolved by repositioning the antenna (programmer was working as intended). The patient did see a low programmer battery screen and they were going to replace the batteries in the unit. The patient was set at 0.05 and the stimulation was increased to 1.9 where they could feel ¿a vibration¿ and the stimulation was comfortable. The patient also reported that they could sometimes feel the ins flipping in the fatty part of where the ins was located. This started after they had got home from the implant procedure. The patient stated they assumed that the device would heat up and get rid of their fat although it was confirmed they did not actually feel the device heating. There were no further complications reported or anticipated.